Event description:
(B)(6), an rn, called into the emergency support program line to request support for a cardiosave displaying an autofill failure alarm. A complaint about a gas loss alarm had been entered for the original call. Due to the axillary insertion and off label use of the iab, the esp team guided her through troubleshooting steps per the IFU. Many attempts at resuming therapy using the iab fill and start keys eventually resulted in resumption of therapy. The esp team provided avery with several reasons why these alarms could be present given the patient¿s clinical picture. (B)(6) understood and stated she would likely attempt to change out the cardiosave to another unit at that time. The esp team reviewed with her that the issues they were experiencing were most likely related to the catheter and not the pump. The esp team asked her to obtain the catheter information and she texted the catheter information and stated they had replaced the pump with another unit. She said that since then the autofill failure message no longer occurred, but they were still getting occasional gas loss alarms. She did not provide any additional information about herself or the patient. She thanked the esp team for the information and assistance. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.